Event description:
Hcp reported that during a pt pump refill, 20ml of 30mg/ml morphine and 30mg/ml bupivicaine was accidentally instilled into the pump pocket rather than reservoir. The pt developed itching and hives shortly thereafter and was admitted to the hosp. The pt was treated with a narcan drip in ICU. Hcp asked manufacturer for overdose procedures. Morphine overdose procedure was sent to caller.